Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Trend analysis: "review of all complaints of a050401 fluid leak for the period of jul - 2020 through jun- 2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: deflation: observed, an opening on radius side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Crease fold is observed.

Event description:
Healthcare professional reported right side deflation. Device was explanted.